Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had irregular heartbeats a couple days prior and think something is wrong with their device. The patient also noted that they can usually feel their nightly device check but they could not feel the check happen the previous night. Follow-up was attempted but no additional information was received since, per the clinic, the patient cancelled their scheduled appointment and had not been seen recently. The device remains in use. No patient complications have been reported as a result of this event.